Event description:
Dealer alleges customer was using knee rollator and it broke under the knee pad on both sides of frame. Dealer states rollator just flattened on both sides. Dealer states customer had minor bruising.